Event description:
The facility reported an infusion pump with failure code 810:11. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition of failure code 810:11 was confirmed. Inspection of the pump revealed air in line printer circuit board (ail pcb) out of calibration caused the failure code 810:11. Recalibrated the air in line printer circuit board (ail pcb). The pump was tested for proper operation and pump found to function properly.